Event description:
It was reported that the customer's insulin pump was malfunctioning, with insulin leaking from the side and occlusion alarms sounding, preventing the pump's use. This issue had been experienced multiple times over the past week. There was no adverse impact to the customer¿s blood glucose level. The customer was using multiple daily injections as a backup and had attempted troubleshooting steps such as changing cartridges and cleaning the pneumatic tap. The leak was identified at the o-ring of the cartridge, and upon changing the cartridge, the customer was able to resume insulin therapy successfully. A replacement pump was requested by the field team due to the ongoing issues.